Event description:
A reporter called to complain about how a binaxnow test kit is not user friendly. She said the dropper is hard to press. She went on to say that there are other types of droppers that work much more easily. She also said, according to the instruction, one is supposed to squirt 6 drops and she was worried that there is a possibility one mistakenly puts less or more and it could have a false negative result. Reference report #mw5146232.